Event description:
A malfunction was reported on the pump, with no notable events occurring prior to this issue. The customer did not indicate whether their blood glucose level exceeded a certain threshold, so the impact on their blood glucose level is unknown. Customer technical support (cts) assisted the caller by providing instructions to reset the pump, which successfully resolved the malfunction, allowing the customer to continue using the pump. The caller was advised to contact cts if the malfunction occurred again, which they acknowledged and understood.